Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant surgery. The near vision was not corrected. In a follow up, a nurse reported the lens was exchanged due to poor visual acuity through the monofocal portion of the lens. In an additional follow up, the surgeon reported that both distance and near best corrected visions were poor. Surgeon could not attribute a cause for this event.